Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the home button on the touchscreen was unresponsive to presses. The customer's blood glucose level was 202 mg/dl. The customer reported that a backup pump would continue to be used for insulin therapy.